Event description:
The customer reported that the system locked up and failed to allow fluoroscopic exposures. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The filament driver pcb assembly, charging capacitor and mainframe system batteries was evaluated. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.